Event description:
It was reported that the patient presented post atrial flutter ablation procedure. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. Fluoroscopy revealed that the atrial lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.